Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device after automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The ultrafiltration reading of cycle 1 was 2954ml, troubleshooting revealed that the hp had a last fill volume of 2000ml, but the initial drain alarm setting was only set to 10ml. The technical service representative (tsr) assisted the hp with clearing the alarm. The tsr initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and the device evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.